Event description:
The dental surgeon stated to integra that during a guided bone regeneration procedure, the dynablast paste would not stay on the ridge where it was being applied, it slid away from the site and was very hydrophobic. The dental surgeon used dynablast putty that was immediately available instead. The procedure was prolonged by about 10-15 minutes. There was no adverse outcome for the pt.

Manufacturer narrative:
A review of integra's complaint system showed that this event was reported to integra, and entered into the complaint mgmt system in (B)(6) 2009. A medwatch had not been submitted previously for this event. An investigation of the complaint was conducted. A device history review showed no anomalies. The product was mfg and released in accordance with the finished product specs. A retain unit sample was inspected and was in good condition. The returned product was physically inspected by integra. The demineralized bone matrix paste was extruded normally from the syringe barrel in a cohesive log-shaped paste. The handling characteristics were acceptable as the material maintained its shape upon contouring. The paste had good form and smooth consistency with no signs of dryness. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.